Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was under-sensing atrial fibrillation, failed to sense p-waves, and failed to capture. It was suspected that the ra lead was dislodged due to the many electrical anomalies exhibited. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.